Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube had bad label. It was reported that there was a packing error in the endotracheal tube as it indicated in the numbering package 7.5 and the product it contained was number 7. The customer indicated that there was no patient involvement.